Event description:
It was reported that the device has tripped the elective replacement indicator and has experienced a power on reset. The patient, who was lost to follow-up, reported a recent hospital visit where they were externally defibrillated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.